Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2019 with the following findings: a review of the black box download verified a power on reset event occurred on the date of the complaint. The battery compartment was cracked below and above the grip pad, with a missing plastic piece. The battery cap threads were damaged/stripped. The pump intermittently powered up with the returned battery cap, and intermittently powered up with the test battery cap. The pump was opened, and no moisture was found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and a cracked battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.